Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2018, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher seven times. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the gear was replaced. The 1.5:1 ratio cutter and the 2:1 ratio cutter both produced an incomplete sample mesh and were deemed non-repairable. This is not a related issue. The device history record (DHR) and previous repair report review for the 1.5:1 cutter noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 1.5:1 cutter once. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with skin graft mesher (serial number: (B)(4)) and the cutter was deemed non-repairable. The device history record (DHR) and previous repair report review, for the 2:1 cutter noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 2:1 cutter seven times. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with skin graft mesher (serial number: (B)(4)) and the cutter was deemed non-repairable. Product review of the skin graft mesher revealed that the calibration was within specifications and produced a passing sample mesh. The shoulder bolts were worn and needed replaced. The 1.5:1 ratio cutter and the 2:1 ratio cutter both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the shoulder bolts. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the account¿s cutters both failed to produce passing sample meshes. The cause of the incomplete mesh was due to the damaged cutters. The root cause of the incomplete mesh could not be specifically determined since it is unknown what caused the cutters to become damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported the skin graft mesher produced an incomplete mesh during a cadaver lab procedure. No adverse events have been reported as a result of this malfunction.